Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The customer confirmed it was found that staff need to be patient and let the tube fill and use a discard tube if using a butterfly needle. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the unspecified bd vacutainer citrate tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the citrate tubes that are within 2 months of their expiration date aren't filling to the fill line."

Event description:
It was reported when using the unspecified bd vacutainer citrate tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the citrate tubes that are within 2 months of their expiration date aren't filling to the fill line."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed in and the (B)(6) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.